Event description:
During surgery, draeger anesthesia machine stopped delivering oxygen and inhalation. Manual ventilation through the machine possible only with oxygen flushes on maximum. Breathing circuit, co2 monitor, filter system, and other parts to the ventilation system were replaced with no improvement. Pt extubated and reintubated with another et tube. Pt put on oxygen and ventilated with ambu. Anesthesia machine traded out for a machine from another room. Anesthetic re-established and surgery finished. Pt is doing well.